Manufacturer narrative:
Unit received with totally broken off reservoir tube lip and battery tube threads. The p-cap / reservoir tube did not locked properly. Unable to perform occlusion test, basic occlusion test or delivery accuracy test due to physical damage to reservoir tube lip. Unit received with operating currents within specs and passed self test, unexpected restart error test, prime test and excessive no delivery test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the emergency medical service was dispatched due to high blood glucose level of 300 mg/dl. Customer was felt on ground due to high blood glucose level. Customer also reported that the battery cap was damage. Insulin pump will be returned for analysis.